Event description:
During a case, five penumbra coil 400s were deployed into the pt's aneurysm. Four of the coils were detached, but required multiple attempts to detach. One coil could not be detached and was removed from the pt. The pt's aneurysm was successfully treated. This MDR is associated with MDR 3005168196-2011-00220 through 3005168196-2011-00226.

Manufacturer narrative:
Result code: there is nothing unusual in the appearance of the handles. A coil pusher assembly can be loaded without difficulty. The units were tested for pull force and throw distance on the production test fixture. Both units pass the applied tests. Both handles are fully functional. Conclusion code: the handles were returned as part of a general complaint about the difficulty of detaching coils in this pt. The handles do not seem to have contributed to the detachment issues. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.